Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector causing belt communication issues, code 204/abnormal shutdowns/check belt messages) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that it was unable to securely connect to a monitor, resulting in belt communication issues, code 204 (belt/monitor unusable), abnormal shutdowns and check belt messages.